Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device, which was issue as customer reported no result once the blood sample was applied to test strip. As a result, the customer experienced anxiety, headaches, sweating, and dizziness and was provided an injection of glucagon and sugar by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery delay with a replacement adc device, which was issue as customer reported no result once the blood sample was applied to test strip. As a result, the customer experienced anxiety, headaches, sweating, and dizziness and was provided an injection of glucagon and sugar by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.